Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent that is cleared in the us. The 510 k number and pro code for the lifestent vascular stent are identified.  Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well as from the day the reported re-stenosis was identified: based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation of this issue is closed with inconclusive result. Based on the x-ray images provided, no indication for an irregular stent placement could be found. Therefore a definite root cause for the event reported could not be identified. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. The correct deployment of the stent is sufficiently described as the IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.'. The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'. (Expiration date: 07/2016), (08/2014).

Event description:
It was reported through the results of a clinical trial that approximately one year three months post stent placement in the right popliteal artery/distal superficial femoral artery, duplex ultrasound demonstrated in-stent stenosis. The subject was admitted to the hospital, and the target lesion was treated with standard pta followed by drug-coated balloon pta. The event was resolved at the conclusion of the procedure, and the subject was discharged approximately one day post intervention.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately one year three months post stent placement in the right popliteal artery/distal superficial femoral artery, duplex ultrasound demonstrated in-stent stenosis. The subject was admitted to the hospital, and the target lesion was treated with standard pta followed by drug-coated balloon pta. The event was resolved at the conclusion of the procedure, and the subject was discharged approximately one day post intervention.